Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: evaluation revealed the keypad is peeling up at the ok button and torn at the down button. All buttons were responsive during investigation. Removed keypad to inspect under contacts; contamination found under contrast button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed contamination under all contacts. This report is made based on results of investigation completed on (B)(6) 2015.